Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue started the same day she contacted lfs. Despite the reported issue, the pt claimed she did not take any actions regarding her diabetes treatment. Sometime after the reported issue began (time unk), the pt reported "feeling low". The pt denied receiving medical intervention. At the time of troubleshooting, the cca confirmed the pt did not replace the subject meter's battery as recommended per the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms of low blood sugar after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.